Event description:
It was reported that during central processing the wires were exposed on the small grasping retractor. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and found to have a broken distal pitch instrument cable. The broken cable segment that contains the crimp was still installed in the clevis.